Event description:
It was reported that during the procedure, an attempt was made to place the rx vision stent delivery system (sds), but it could not cross through the ostium of the lad so the sds was removed from the pt's body. After removal of the sds, as the device was being placed on the back table, it was noted that the stent was not present on the sds. The stent was not in the coronary tree; however, the guiding catheter had also been replaced and discarded at this time. The guiding catheter was never flushed; therefore, it is possible the stent was in the guiding catheter, but it was never checked. There were no adverse pt effects. The lad was treated with a fx minirail with good results. No other information was available. Although the location of the stent is unknown, it is being conservatively assumed that it still remains in the pt's anatomy.